Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked from the adapter. The following information was provided by the initial reporter: it was found blood leakage at adaptor during puncture. Nurse checked there was a crack in adaptor.

Manufacturer narrative:
Investigation: no sample or photo was provided by the facility to aid in the investigation of the reported failure mode. DHR was reviewed and no abnormalities were observed. Although this complaint could not be observed, past complaints have found that the root cause was due to the interference fit between the metal wedge and adaptor causing cracking of the adaptor wending line. During swaging, the visual inspection could pay less attention and failed to sort out the cracked products. The plant will continue to monitor the defect and effective actions taken by the plant; narrowing the control limit range for swaging depths along with a corrective action plan, CAPA#642738.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked from the adapter. The following information was provided by the initial reporter: it was found blood leakage at adaptor during puncture. Nurse checked there was a crack in adaptor.